Event description:
Physical and emotional trauma from: disabled to do any manual labor, lifting and bending, curtailed and reduced sexual relations between self and wife, nerve pain incurred during periods of rest and daily required activities, inability to stand or sit for extended periods of time, and reactions to changes in climate.